Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported the procedure was performed to treat a de novo, concentric lesion with no tortuosity and heavy calcification in an unspecified coronary artery. The 2.0 x 12 mm tenku balloon catheter was prepped per the instruction for use (IFU) and advanced to the target lesion without resistance; however, the balloon ruptured at 6 atmospheres (atms) during the first inflation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.